Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used in this large-hole puncture site. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using two proglide devices with a 8.5f sheath after an interventional electrophysiology (ep) procedure. Reportedly, no suture was seen with plunger removal for both proglide devices. Another proglide device was used to achieve hemostasis. The preclose technique was not used in this large-hole puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.